Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Additionally, it was reported that drops of insulin were not observed at the end of the tubing. Customer's blood glucose level ranged between 100-150 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.